Event description:
Results of "5.1 mg/dl" with the lifescan meter and "6.3 mg/dl" on a laboratory device, performed within an unspecified time from each other. Between the tests there was no intervention that would be expected to change the blood glucose.